Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and iabp was exercised on a test catheter without any alarms. However, the pim leak test did fail in the service mode. Leak diff. Pressure reading -50mmhg exceeding the acceptable limit of ± 6mmhg. Pim was removed and replaced. 30psi transducers were recalibrated. All manifold leak tests passed including the pim leak test. Scroll compressor and pressure/vacuum filters replaced as it reach 5,000hr interval replacement. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a pim assembly with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Failed the pim leak portion of the test. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has multiple gas loss alarm in iab circuit alarm. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.